Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. Upon examination of the pacemaker, it was noted that the pacemaker was in back-up mode. Due to the device being in end of service, pacemaker could not be interrogated with telemetry. There was premature battery depletion noted on the device. The physician explanted and replaced the pacemaker on (B)(6) 2022. The patient felt discomfort just before the explant procedure but otherwise was in stable condition.

Manufacturer narrative:
Device complaint of pacemaker in backup mode was confirmed. Device complaint of premature discharge of battery and failure to interrogate was not confirmed. The backup condition of device was verified when received. Product code was downloaded, and analysis was performed. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup consistent with firmware corruption due to an anomalous integrated circuit (ic). Assessment of total projected longevity was performed, and device was found to have appropriate longevity left.